Manufacturer narrative:
(This follow-up MDR eas mailed to the FDA on 7/8/97. A 10 french, 6 inch sheath assembly (consisting of sheath and attached clear hemostasis valve) was returned for evaluation. Dilator was in place through sheath assembly. Visual examination revealed dried blood on exterior and interior of sheath assembly. Distal end of sheath was observed to be ribben and jagged in appearance. A smooth-edged slice was also noted at end of shaft. A kink was noted in sheath tubing. Sheath i.d. Was measured and found to be within datascope's mfg specification. Probalbe cause of difficulty: other than being kinked, no mfg defect was found in returned sheath. Sheat is made of a soft material so as to not injury pt's artery during insertion procedure. In general, difficulty advancing sheath into pt may be attributed to one or more of following: 1. During insertion and advancement of sheath, sheath may have hit opposing wall of artery causing it to kink. 2. Pt may have had a severe vessel tortuosity resulting in poor sheath insertion resulting in associated sheath damage. Conditon of returned sheath does support above statements. Smooth-edged nick in sheath most likely resulted when tubing came in contact with a sharp-edged instrument when an incision was made in skin to facilitate passage of dilator and sheath.

Event description:
The following info was reported to datascope on 2/12/97: the 6 inch sheath did not appear to have a taper at its end. Transition from the dilator to sheath was not good. The dr was unable to advance the sheath despite use of both dilators and skin incision with no. 11 blade. After changing to another dilator/sheath set, iab was inserted without incident. [Pt's current status]: well - rpt'd 2/12/97.